Manufacturer narrative:
(B)(4). No product will be returned per customer as set was discarded. The report that the second leak from an unknown location could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
A nurse reported a leak from a secondary set, location unknown. When the nurse was running a piggy back she connected the secondary set into the burette set and noticed a leak at the y-site where these two items connected. She then tried using the secondary with a different model primary pump set and again there was a leak so she identified the issue as being with the secondary set. The product was not saved. There was no report of patient harm. Medical intervention was not required. No further patient/ event information is available.